Event description:
In response to (B)(6) hospital in (B)(6) received on (B)(6) 2011. Skytron's distributor in the (B)(6) area, (B)(6), went to the facility to examine the table. Prior to the pt's procedure, the facility reversed the head section and the leg section making the table's weight capacity of 1000 pounds become a weight capacity of 500 pounds. The pt weighed (B)(6) pounds per the facility. (B)(6) was told by the facility that the table was repaired by a facility technician; however, they do not know who in particular the table was repaired by. Therefore neither skytron nor (B)(6) has been informed of the damage or repair method. It is skytron's policy that the facility biotechs attend our service school to be certified for 3 years prior to repairing skytron's surgical tables. To date, skytron does not have record of a technician from ( B)(6) hospital in (B)(6) attending service school.